Event description:
It was originally reported that there were noisy signals on the right ventricular (rv) channel of the implantable cardioverter defibrillator (ICD) system. The noise was sensed by the ICD and led to multiple ventricular episodes being recorded by the device. One such episode recorded as ventricular fibrillation was treated with a round of anti-tachycardia pacing (atp). The possible beginning of a rv lead fracture was considered, though the signal artifacts could not be reproduced and lead tests had normal values. T-wave oversensing was also questioned. It was noted that the sensing trend showed shock impedance variation of up to 20 ohms, though it wasn't reported to be out-of-range. The ICD and rv lead (model and serial number unknown) remain in service. No adverse patient effects were reported. It was additionally reported that the rv lead is a boston scientific product. During troubleshooting, it was possible to reproduce noisy signals and the capture threshold increased as well. The physician decided to hospitalize the patient due to the risk of inappropriate shock and a lead replacement was planned.